Event description:
The customer has observed discordant high results on two patient samples for the immulite 2000 prostate specific antigen (psa) when using reagent lot 107. The assay was run on an immulite 2000 instrument. The results were not reported to the physician(s). The initial result obtained for psa was low and the result on the repeat testing was higher than the initial result. A siemens field service engineer (fse) visited the customer site and evaluated the instrument. The samples were re-run after the fse visit and the results obtained were comparable to the initial result obtained on the immulite 2000 instrument. There were no known reports of patient intervention or adverse health consequences due to the high results on the patient samples for the psa assay when using reagent lot 107.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent medical device recall (umdr) - umdr2013-06-25 immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Manufacturer narrative:
The initial MDR 2432235-2013-00248 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.

Manufacturer narrative:
The initial MDR 2432235-2013-00248 was filed on july 2, 2013 additional information (06/26/2013): upon subsequent review it was determined that this event is not related to - urgent medical device recall (umdr) - umdr 2013-06-25 immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 sent to customers in june 2013. A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse discovered air bubbles in the sample, reagent, and water probe tubing. The fse proactively replaced the digital fluidics printed circuit board and the sample manifold. The fse then primed the system and ran ten replicates of quality controls, all of which were within range. The cause of the discordant psa result is unknown. The instrument is performing within specifications. No further evaluation of this device is required.